Event description:
It was reported that the customer required assistance to treat a past low blood glucose level. Customer could "not remember the date or details of the hospitalization event." Reportedly, the customer reverted to an alternate method of insulin therapy. No additional information was provided.